Event description:
A report was received that stated a nurse received a needle stick. The report stated that the "needle flew off luer lock syringe and caused a needle stick on a nurse". The device was discarded and is not available for eval.

Manufacturer narrative:
Add'l manufacturer narrative: customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.